Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that there was blood in the balloon material which suggests that there is a leak in the device. It was also noted that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal of the distal edge of the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and tactile examination of the shaft polymer extrusion was completed. There were no issues with the shaft of the device. A visual and tactile examination of the hypotube was completed. No damage or any issues were noted with the hypotube that could have contributed to the complaint incident. No damage or any issues were noted with the tip or markerbands that could have contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were noted during analysis.

Event description:
Reportable based on device analysis completed on 03oct2019. It was reported that the device was unable to cross the lesion. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was unable to cross the lesion. The procedure was completed with a different device. There were no patient complications. However, device analysis revealed that there was a balloon pinhole.